Event description:
Intermittent noise on the rv channel. Rv threshold slightly increased since (B)(6) 2017. All other lead values stable. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.